Event description:
A male with heavily calcified infrarenal neck and common iliac arteries underwent aaa repair in 2008. The physician experienced difficulty when attempting to remove the first trigger wire. The trigger wire initially came out a couple of centimeters then could not be withdrawn further. Many attempts were made with considerable force and the proximal portion of the introducer could be seen to be bending in the aorta. Eventually, the trigger wire released, the graft jumped forward and the top cap deployed landing the graft higher than expected. With the force of manipulation and tugging and with the physician's assistant trying to keep the rest of the system stable while he was trying to release it, the graft also twisted which resulted in having to cross the iliac leg grafts. Patient condition is stable and expected to be discharged in 2008.

Manufacturer narrative:
The development of the zenith device followed quality system processes and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the severity that occurred in this case. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. The delivery system only, no trigger wires, was received in a used condition. Without the trigger wires, it is not possible to determine the exact cause of the difficulty encountered. However, we have taken steps to determine the root cause and prevent this issue from recurring. In addition, we will continue to monitor for similar events.